Event description:
The user facility reported pneumothorax was detected following a spray cryotherapy procedure which included use of the trufreeze system. A chest tube was placed to treat the pneumothorax and the patient was later discharged.

Manufacturer narrative:
Through follow-up with a steris endoscopy clinical specialist, we learned the patient was under spray cryotherapy treatment for tracheal stenosis. No issues were noted during the procedure however the patient awoke from the procedure with chest discomfort. The patient had a cryotherapy procedure three weeks prior with no issues noted. Additionally, we learned that during the procedure subject of the event, user facility personnel modified the laryngeal mask airway (lma) being used by cutting a notch it in. Neither the trufreeze cryotherapy delivery catheter nor the lma was returned for investigation. The instructions for use for the trufreeze system states "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." The log file of the trufreeze console subject of the event was reviewed and there were no abnormalities observed. Steris provided the user facility with additional consultation regarding the reported event. No additional issues have been reported.